Event description:
The surgeon called the company field service engineer and told him, that the first case this (B)(6) 2019 went well. Only the first attempt to connect to the robot failed. Afterward the robot worked as expected.

Manufacturer narrative:
An analysis of the data logs from the subject event has been performed. This analysis concluded that the connection failure of the arm described in the complaint description is missing from the log provided for the investigation. Therefore, the issue cannot be confirmed. However, an intervention of a staübli agent on the device the (B)(6) 2019 permitted to determine that the rsi card was dysfunctional. Therefore, it is assumed that the log did not trace the event of connection failure and that the arm did not connect because the controller never powered on. Based on the investigation performed, the technical root cause of the event was assumed to be that rsi card was dysfunctional.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon called the company field service engineer and told him, that the first case this monday (B)(6) 2019 went well. Only the first attempt to connect to the robot failed. Afterward the robot worked as expected.